Manufacturer narrative:
(B)(4) the reported impedance anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found. (B)(4)

Event description:
It was reported that high, out of range, hv lead impedance was observed. All other electrical parameters tested normal. Further lead evaluation and programming changes were suggested. It was later reported that the lead was tested normal and the device was explanted and replaced with a competitor device. Patient condition is stable.